Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after a bd autoshield¿ duo 0.30mm (30g) x 5mm safety pen needle was removed from a pen post injection, the safety mechanism did not activate and the non-patient end of the device was bent. The quantity of medication delivered is unknown. There was no report of injury or medical intervention.